Event description:
Client received her mighty lite mobility base in 2005. Seven mos later, the parent reported that the set was broken. Visual inspection showed that most anterior slot for the three point position belt had ripped away from the anchor point. Sunrise medical was notified and the part was replaced under warranty.